Event description:
Multiple patients with cvc ports (2 different manufacturers) noted to have difficulty: from obtaining blood returns to occlusions, etc. After a few weeks of logging and seeing potential trend, decided to move forward with reporting 13 devices. Some patients required new access, some had no issue, some required tpa.